Manufacturer narrative:
The reported observation of the eri message was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of the elective replacement indication (eri). The device had not declared end of life (eol). The returned ipg functioned as intended.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the ipg is approaching end of life. In turn, the ipg was explanted and replaced to address the issue.